Event description:
During deployment, the posterior needle did not return to the hub. Physician attempted to reposition needle and still full return could not be achieved. Pt required urgent surgery for exploration and repair of right femoral artery. Perclose rep presnet during procedure.